Event description:
Reportedly, right sub-urethral sinus tract and granulation of tissue. Medication has been administered but no tape removal is required. No infections noticed and there is a relation to the device. Further surgery will be performed if necessary.

Manufacturer narrative:
Report sent: july 19, 2007.